Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine. The dose, lot number, and concentration were unknown. The indication for use was non-malignant pain. The patient had trouble with the pump flipping in pocket and fluid building up in the pocket since implant. The hcp had manually flipped the pump in the pocket several times due to not being able to refill or the patient not being able to use the personal therapy manager (ptm). The hcp suggested a pocket revision. Diagnostics/troubleshooting performed included manual manipulation per the hcp, x-rays, and aspirating fluid from the pocket. A pocket revision and "placement of drain" per the hcp occurred. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" at the time of this report. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from the health care provider (hcp). The patient was scheduled for another pocket revision, due to the pump continuing to flip. The hcp was unable to interrogate and refill the pump. The patient had a low grade temperature and was started on antibiotics, however the gram stain was negative. The hcp repeated the gram stain on or and it was negative, but was the hcp was concerned with the appearance of the pocket and low grade temperature. The pump and catheter were explanted.